Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached multifunction cable. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical australia. The customer's report was observed during initial testing. However, the reported problem could not be duplicated. The analog board was replaced as a precaution. The defib connector and multifunction cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.